Event description:
On 11/23/2021, it was reported by a facility representative via e-mail that a ar-2350 implant system suture pulled through. This occurred during a subpectoral biceps tenodesis, when the surgeon began using the tensiontight button implant system he used the loop and tack stitch method as demonstrated through the technique guide after completing the pass of the #5 fiberlink through the bicep tissue the surgeon pulled thension to remove all slack in the suture and the suture pulled through causing him to lose the bicep tendon as it retracted down into the arm. The surgeon was unable to use the system to complete the case, he ended up utilizing another tenodesis method and was able to complete the surgery. Additional information requested. Additional information provided on 11/23/2021 : the procedure being performed was a subpectoral biceps tenodesis. There was no instrument used to prepare the bone socket as the suture pulled through the tendon prior to that step of the procedure. The suture was fully retrieved from the patient. The bone quality of the patient is unknown.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.